Event description:
It was further reported by the core lab that a target vessel revascularization did not occur during the angiography in (B)(6) 2012. The patient experienced a vasospasm.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient required a target vessel revascularization (tvr). In (B)(6) 2011, the patient was assessed as silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 17mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with pre-dilation and placement of a 4.0x20mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the angiographic core lab in a follow-up visit indicated a target vessel revascularization. The patient had no symptoms of silent ischemia or angina. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem.(B)(4).